Event description:
It was reported that the customer's father called with concerns that the insulin pump delivered boluses that were not programmed by the customer. It was stated that the customer gave himself insulin for food he ate prior to going to bed. It was stated that during the night, while sleeping, the customer received 4.0 units of unwanted insulin. It was stated that the customer's blood glucose levels dropped to 3.0 mmol/l. It was also stated that the customer has hypoglycemia unawareness. The customer's father was not comfortable with his son using the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The event history file was overwritten. Unable to verify unexpected bolus. The insulin pump was programmed with multiple boluses and monitored. All boluses delivery completely and properly recorded in the bolus history screen. No bolus history anomaly noted. However, motor error alarm during the basic occlusion test due to faulty force sensor. Unable to perform the occlusion and excessive no delivery test due to motor error alarm.